Event description:
An implant card was received on (B)(6) 2013 stating that the patient was re-implanted with a new m102 vns generator. On (B)(6) 2013 new information was received stating that the patient was admitted in a hospital for increase in seizures. The physician was then needed to increase the patient's settings.

Event description:
It was reported that the patient was still having increased seizures right after the surgery. New information was received on (B)(6) 2013 stating that the patient was having increased seizures because she is selectively taking herself off of her medications. The patient's nurse stated that the patient is not taking her medications due to its side effects against all medical advice, which caused her to have increased seizures. It was confirmed that the patient had surgery on (B)(6) 2013 and the generator was left off till the patient came back and it was turned on after six days on (B)(6) 2013. The patient's physician is also suspecting that her seizures might be pseudo seizures and the patient was referred for video telemetry to confirm his suspicion.

Event description:
It was reported that the patient had increase in seizures and was scheduled for surgery to have her generator replaced. It was reported that the patient had five seizures within the last three days from the office visit on (B)(6) 2013, and also it was reported that she had cold, upper respiratory tract symptoms and a fever of 46 hour onset. The patient's last programming settings were output current= 1.25 ma/ frequency= 30 hz/ pulse width= 250 usec/on time= 30 sec/off time= 5 min / magnet output current= 1.5 ma/ on time= 60 sec/ pulse width= 250 usec and diagnostics showed output=ok/lead impedance=ok/dcdc=2/neos=no. The device is able to be interrogated and does not show neos (near end of service). A battery life calculation was performed and showed 4.97 years till end of service. The nurse stated that the patient was seizure free with no medications at those settings, and believes that the patient may be experiencing seizures due to low battery. The patient underwent surgery and had the vns generator replaced on (B)(6) 2013. Attempts to return the generator to the manufacturer was unsuccessful since the hospital discarded the product. Attempts to contact the physician for additional information regarding the increase in seizures have been unsuccessful to date.

Manufacturer narrative:
Comments, corrected data: initial report inadvertently stated that no information was received by the physician regarding the increase in seizures. The physician did state that the patient was still having increase in seizures right after surgery because her generator was not turned on.